Manufacturer narrative:
(B)(4). Device alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump received motor error and no delivery alarm. The customer¿s blood glucose level was 380 mg/dl. The customer was able to rewind the insulin pump. The customer declined troubleshooting for no delivery alarm and did not received motor position encoder error. The insulin pump will be returned for analysis.